Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. There was no impact to the customers blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.